Manufacturer narrative:
Not a failure due to poor registration technique. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that site was experimenting with different techniques for initialization, when they discovered a strip across the resin head from right to left. Accuracy showed as 4.4. Mm. Dots did not appear in the correct place when shown on model. Tip of the nose showed as points on the forehead. There was no patient present.